Event description:
A report was received that a patient underwent surgery to a treat bi-lateral non-union of the ulna with op-1 implant and developed an infection in the left surgical site. A single unit of op-1 implant was utilized and half was implanted in each ulna. A half unit of op-1 alone was implanted in the right and a half unit of op-1 implant plus allomatrix was implanted on the left; however, only the left ulna, which received both op-1 and allomatrix became infected. The pt was hospitalized and underwent revision surgery. At the time of the report, the wound was healing with no indication of inflammation and fixation was stable.